Event description:
Reportedly on (B)(6), 2011, the physician observed an abnormal rv coil impedance. The physician asked for recommendation. Recommendations stating that the continuity anomaly is more likely related to a connection or a lead issue were sent on (B)(6), 2011.

Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.